Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (check therapy pad messages, gel released messages, damaged cable) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. The cause of the test failure and the reported alarms was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving check therapy pad messages, gel released messages (in the absence of a prior gel release), and had a damaged cable.